Event description:
It is reported by the nurse, that during the distal locking there was a locking error. Freehand method was used.

Manufacturer narrative:
Evaluation revealed the target device as primary product. Deviations in the inspection documents were not found. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of the sample nail. The function of the target device returned was still given although small cracks were found in the cfr-material. The alleged locking error could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Although a real root cause could not be determined the alleged event of distal misdrilling is most likely caused due to a suboptimal intra-operative procedure. No discrepancies were detected during risk analysis review. No new non-conformity was identified.

Event description:
It is reported by the nurse, that during the distal locking there was a locking error. Freehand method was used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.